Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the delay in bolus therapy or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported insulin delivery with the personal diabetes manager (pdm) has become very slow. The patient's blood glucose levels were reportedly affected due to this and rose above 250 mg/dl. A replacement pdm has been sent to the patient.